Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had closed door issue. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'close door. Door latch assembly issue' was not reproduced. A review of the event history log (ehl) revealed occurrences of shut door - power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be tight link screws. The link will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.